Manufacturer narrative:
The sample was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4).

Event description:
It was reported that the white distal end of the channel drain was retained during removal following a cervical discectomy and fusion. The retained piece was found incidentally during a post op follow up imaging and required a return to surgery for removal. The procedure performed was an anterior cervical discectomy and major decompression, at c5-6; anterior cervical fusion c5-6 with anterior plate with instrumentation c5-6. Pt's pre-existing condition was cervical radiculopathy. No problems were noted during the placement of the device and the device was indwelling for approximately 24 hours. The device was monitoring via a nursing assessment of insertion site and drainage (character, color, and amount) every 6 hours. Device was attempted to be removed on (B)(6) 2014. Distal portion of drain consisting of opaque channeled device, unable to determine percentage, was left in the pt after it broke. The broken portion was removed through the use of exploratory surgery. The pt has recovered and returned to baseline function. There were no perforations made in the drain, nor were any sutures placed on or near the drain and the wound was not packed; there was no pinching or binding noted after placement or during removal and there was no resistance encountered during removal. Tegaderm dressing was in place over insertion site. When tegaderm was lifted from the skin the drain came out, still stuck to the tegaderm, without any resistance. The broken edge of the drain is smooth in appearance.